Manufacturer narrative:
Device evaluation summary: device was received for further evaluation. During visual inspection the reported tear was observed in the line of the pilot balloon. This type of tear could cause the leak condition reported by the end-user; therefore the failure was confirmed. It was not possible for carefusion/bd to review the device history record for this device, the lot number was unavailable. Two years of complaint trends were also reviewed and no trend was detected. This is product is supplied by an external vendor so product material can't be ruled out. A supplier corrective action plan has been initiated to the supplier of this product. Carefusion/bd will continue to work with the supplier to determine a root cause and applicable action plan related to this reported product failure. This issue will be closely monitored with trending for similar complaints.

Manufacturer narrative:
(B)(4). Carefusion has received the complaint device and is currently finishing decontamination on the device. Once this is complete carefusion/bd will be performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
The customer reported ¿we had a problem with a vital sync endotracheal tube (ett) last night. The valve in the pilot balloon failed it began to leak. They were able to stop the leak by clamping the pilot line. The patient was stable but he was not getting his volumes on the vent. The line was clamped & patient started getting his volumes. The patient has since been extubated¿. There is no report of patient harm or injury.